Event description:
Philips received a complaint on the v60 ventilator, indicating that when performing a pre-operational check, certain parts of the touchscreen were unresponsive. A field service engineer (fse) tried to calibrate the touchscreen but failed. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
H10: the customer was provided a service proposal for repair. The final disposition of the device is unknown because the customer declined service at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the device was not in clinical use. There was no report of harm. An authorized service provider (asp) was onsite and identified the issue during the initial inspection of device. The asp attempted to resolve the issue with a touchscreen calibration but the issue persisted.